Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was undamaged and able to fit. The display screen contrast was dim and discolored. The battery compartment and cap were undamaged and able to fit. The pump powered up with auditory and vibration to a blank screen. The reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed and there was moisture corrosion found on the eeprom chip.